Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found there was no image on the screen. Based on the results of the investigation, the most probable cause of the additional failures is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the airway mobilescope exhibited that there was no image on the screen. There was no report of patient involvement.